Manufacturer narrative:
Pt was reported to be in her late (B)(6). The arthrowands were reported as returning for investigation. To date the arthrowands have not been received. A f/u report will be provided once the investigation and lot review are completed. The two add'l arthrowands used in the same procedure were filed under MDR 2951580-2011-00021, and 2951580-2011-00022.

Event description:
A clinical incident involving three super turbovac 90 with integrated cable arthrowands was reported to arthrocare. During an arthroscopic subacromial decompression procedure in the pt's shoulder, the arthrowands reportedly worked intermittently and had low output causing the settings to be increased which reportedly resulted in approximately 30 minute delay in surgery. There was no reported adverse effect to the pt or pt injury.